Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective ICD replacement procedure, high threshold and low sensing was noted on the right ventricular (rv) lead. The lead was capped and replaced and the patient was in stable condition.